Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Clinical narrative: an impella cp and .018 wire were being inserted for the support of a male patient who had been admitted in for a protected percutaneous coronary intervention (pci) due to underlying coronary artery disease. No other underlying history was shared, nor was the patient's age. At the insertion of the .018 wire and cp there was a malfunction observed by the medical team. The team observed the wire to be kinked and therefore unable to be inserted. The team replaced the .018 wire and successfully placed the cp pump for the support. There was no noted harm from any delay in the case support initiation. The guidewire exchange was performed with no clinical consequence to the patient. At the conclusion of the pci the pump was explanted and patient survived.

Manufacturer narrative:
B1/b2 adverse event and required intervention were added to go along with product problem which was submitted on the initial report. B5 clinical narrative was added as it was omitted from the initial report that was submitted.. D6a and d6b implant and explant devices were reported incorrectly on the initial report and should of been left blank. H1 selection was revised.

Manufacturer narrative:
A2 and a4 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during implantation of an impella pump the guidewire was found to be kinked. A second wire from another impella box was used to successfully implant the pump. No patient harm was reported.